Event description:
It was reported by service report that the fowler was stuck mechanically and manually and could not be fully lowered. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: ball screw and surrounding mechanical components were damaged.